Event description:
Atrial lead impedance gradually increased from 2008 to 2009. The threshold in (B)(6) 2009 was 1.5v. In (B)(6) 2010, the threshold was greater than 8.4v. The patient underwent surgery for lead repositioning in (B)(6) 2010. During the procedure, the physician was unable to advance a stylet down the lead or retract the helix. The atrial lead was capped and a new atrial lead was implanted with no issues.